Event description:
As reported by the user facility (translation of user facility). Under infusion: the customer reported a delivery inaccuracy. E.g.: while using a 500 ml bag, it was assessed that 200 ml remaining in the bag.